Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of conformance and fmea, there is no indication of device failure or that the device was out of specification. The most probable root cause is symptomatic late loosening and insufficiency fracture.

Event description:
On (B)(6) 2011, the surgeon performed a left si joint arthrodesis utilizing three ifuse implants. Pt had worsening low back and buttock pain as well as complaints of increased left groin pain and numbness and tingling in both lower extremities (on the left more than the right side). The pt had a CT scan and a bone scan performed in the (B)(6) 2012. The CT scan showed the implants to be in an acceptable position with no obvious loosening around the implants. The scan showed increased activity around the pedicle screws in the lumbar spine and an area of increased uptake in the left sacral ala. It was felt that the increased uptake in the sacrum could be consistent with an insufficiency type fracture. On (B)(6) 2012, the pt contacted the si-bone nurse consultant complaining about continued pain. On (B)(6) 2013, the si-bone nurse consultant reported that the pt posted on facebook that he was scheduled to have revision surgery to add three additional implants. The implants were placed anterior to the existing three implants. Concurrent with this, the surgeon performed a sacroplasty placing pmma into the sacrum. The pt had no new pain complaints after the multi-procedure revision surgery. Per the si-bone vp of medical affairs, "evaluation of this case shows this to be a case of symptomatic late loosening of the si joint with recurrent pain. The bone scan is highly suspicious for an insufficient fracture."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of conformance and fmea, there is no indication of device failure or that the device was out of specification. The most probable root cause is symptomatic late loosening and insufficiency fracture.

Manufacturer narrative:
The patient had a recurrence of radicular pain after a period of relief following a procedure in (B)(6) 2013 where three additional implants were added to help fixate the si joint. The patient specifically requested that three implants be removed. The surgeon removed three implants. A removal adapter tip was broken off inside one of the implants during the removal procedure. That implant, with the broken tip inside, was removed using osteotomes. All parts of the removal adapter were removed and not left in the patient. The patient's radicular pain resolved following the revision surgery. Product description (include part number, lot number, manufacturing date and expiration date.) Initial surgery implants ((B)(6) 2011): ifuse implant, p/n 7035-90, lot# 10007, manufactured 07/26/2010, expires 2013-08. Ifuse implant, p/n 7040-90, lot# 10008, manufactured 07/26/2010, expires 2013-08. Ifuse implant, p/n 7050-90, lot# 3761-10021, expires 2014-02. Additional implants added ((B)(6) 2013): ifuse implant, p/n 4045-90, lot# 10017, expires 2013-11. Ifuse implant, p/n 4045-90, lot# 7987003181004, manufactured 01/04/12, expires 2015-02. Ifuse implant, p/n 4040-90, lot# 10003, expires 2013-09.